Event description:
It was reported that the reaching only 10% amplitude. There was patient contact but no patient injury. Additional information received on 15mar2017: the failure happened during the surgery procedure, and surgery was delayed by 30 minutes (arranged another handpiece) linked to mfg. Report numbers: 3006697299-2017-00050, 3006697299-2017-00051, 3006697299-2017-00052. (Similar problem, different patients, different handpieces).

Manufacturer narrative:
Integra has completed their internal investigation on august 14, 2017. The product was returned to the service centre. Reported failure was confirmed; during investigation it was observed that the stroke length fluctuated due to faulty transducer. However, the cause of the transducer failure was not determined by service centre. Based on the DHR documentation and service history review, damaged transducer's serial number was (B)(4) thus non-integra manufactured device. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed using the following key words faulty transducer in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 14-aug-2016 to 14-aug-2017. A total of 361 complaints were reviewed of which 17 complaints contained the search criteria. The analysis of the complaint investigations and root cause reports has concluded complaint incident is the 17th complaint for the c2602 handpiece with the root cause identified as a faulty transducer not manufactured at integra. In addition to trending, the customer complaints review completed identified no other complaints have been received in this period for serial number under investigation. Product was returned and the evaluation verified the complaint incident as valid. Root cause determined; cause of the handpiece amplitude failure was due to faulty transducer. It was noted that the defective transducer was not manufactured in integra; this is the 1st time that the device was returned for service.

Manufacturer narrative:
Investigation completed 5/12/17. Product was not returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed, see attached in trackwise. Date of manufacture: nov-2014. Service history: no service history; this is the 1st time that the handpiece was to be returned. The DHR review has been deemed satisfactory. A minimum of 12 months review of cusa excel handpieces part number c2602 was completed in complaint system using the following key words product not returned in the search criteria. The key word search review contained all and/or part of the key words to complete a comprehensive trend review. This review encompassed dates 12-june-2016 to 12-may-2017. A total of 315 complaints were reviewed of which 26 complaints contained the search criteria and are possibly linked to the complaint incident. In addition to trending, the customer complaints review completed in complaint system identified no other complaints have been received in this period for serial number under investigation. Rate of occurrence: the quantity of 26 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures. Product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause was unable to be performed. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed and complaint system updated including the trending review accordingly per complaint evaluation and investigation procedure.